Manufacturer narrative:
This report was mailed in to FDA on: 01/07/1998. Disclaimer: this info is submitted pursuant to 21 cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon lab. Inc. Product is defective or has caused serious injury.

Event description:
Reporter noted corneal burn at conclusion of nucleus removal. Used three sutures to close wound.